Manufacturer narrative:
The m/l-10 disposable 19-clip clip cartridge was not returned in a timely manner, therefore no investigation could be conducted. No additional complaints have been received for this lot number. The lot number that was provided is for model # 1112 disposable 10-clip clip cartridge. No issues were found with device history record for lot number provided. There is no remaining inventory with this lot number to test.

Event description:
Microline 19-clip clip cartridges contain seventeen silver and two blue indicator clips. The blue indicator clips are to inform the surgeon that the cartridge is almost empty. During surgery, the surgeon reported that there were no blue clips in the clip cartridge and that the bile duct was cut. The pt is doing fine. No additional pt info was provided.